Event description:
The pt was in the hospital and the implantable neurostimulator (ins) was found to be in over-discharge (od). The ins was charged out of od and up to 50% on (B)(6) 2011, but was discharged (B)(6). The pt was able to recover stimulation through use of a trickle charge followed by a regular charge. It was reported that the pt had chronic charging problems with the ins for (B)(6). The ins in the pt's chest area was slightly loose in the pocket and the movement made it difficult for the pt to charge. Additional info received from the health care provider reported that the device was replaced on (B)(6) 2011. It was reported that there was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 37713 serial number (B)(4) determined there was reduced capacity due to an overdischarge. According to the trace report obtained from the ins, the last recorded recharge session done while the device was implanted was (B)(6) 2011. The device was recharged for 18 seconds and the battery charged from 3.545 to 3.550 volts. The parameter trend diagnostic section of the trace report showed no patient usage after this recharging session. The battery discharged to the lock mode on (B)(6) 2011 and was never recharged until the physician mode analysis recharges done in the analysis lab on (B)(6) 2011. The total overdischarge count was two. No significant anomalies were found.